Manufacturer narrative:
(B)(4). Date sent: 05/21/2025. D4: batch # a97a0a. Corrected data: h4. Investigation summary: the product was returned for evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received sterile with no apparent damage. The package was opened and the reload was unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that no suspect power cycles were noted. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, it should be noted that a careful examination of tissue thickness is imperative before the activation of the stapler. Maintaining the jaws closed for 15 seconds before firing may enhance both compression and the formation of staples. When placing the stapler at the application site, verify that there are no obstructions like clips, stents, or guide wires within the instrument's jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number a97a0a, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 05/14/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during a whipple procedure, the surgeon was using an ech60c stapler on stomach tissue, using a blue reload (gst60b). It was observed that only 3 rows of staples on one side of the reload deployed/formed, and on the other side, the staple legs were sticking out / some only half formed or did not make it into the tissue at all. This happened with two reloads from the same lot number. They tried firing again with a newly opened stapler and the same issue happened. Another like device was used to complete the procedure successfully. There was no patient consequence nor s

Manufacturer narrative:
(B)(4). Date sent: 05/01/2025. B3: only event year known: 2025. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech60c, with lot/batch number a97e0x, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.